Manufacturer narrative:
Product analysis found that drill was not running due to motor failure. Unit could not be tested and was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that the device was not working properly. There was no patient or staff impact. On follow-up, it was reported that chatter or vibration was noted on the device during the procedure while being used on patient.